Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the device would not fire farther after fired a little. Then after fired, they could not open the jaw. Used manual override lever to open the jaw and removed the device. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4: batch # 254c62 d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, and the following was obtained: did the device deliver any staples? -no did the device cut? -no was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? -manual override if yes, did the jaws eventually open? -yes. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gcfrgg reload was received partially fired 1/4 and with an opened package. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event described of difficult to open could not be confirmed as the device was not returned for analysis. As no device was returned for evaluation, we are unable to investigate further the issue of packaging damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device gcfrgg with lot number 322c27; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 254c62, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.